Event description:
It was reported that after a mammogram the patient¿s healthcare professional (hcp) informed them that three of their electrodes were not working. The hcp was not concerned since the three electrodes were not being used. The patient had no change in symptom control. Follow up with the hcp indicated the patient had three open circuits on contacts that were not being used. The cause of the event was not determined, but the hcp stated the mammogram may have caused the open circuits. The patient had recovered without permanent impairment. No symptoms or intervention were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0hz0b, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0hz0b, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, product type: lead. (B)(4).